Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics was dispatched on (B)(6) 2017 due to a low blood glucose. The customer had passed out around 6:30 pm to 6:45 pm. They were treated with intravenous therapy and their blood glucose went up to 47 mg/dl. Her blood glucose was 79 mg/dl by the time they got her into the ambulance. The customer¿s current blood glucose was 150 mg/dl. The device will not be returned for analysis.